Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The hp confirmed the connection was tightened enough before they started the therapy. They did not notice any leaks or damage on the disposables. Renal therapy services (rts) had the hp close all clamps and disconnect using aseptic technique. Rts had the hp cycle the power twice to clear the alarm and removed the cassette. Proper procedure per the user manual were reviewed with the hp. The hp would notify the peritoneal dialysis registered nurse of missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.